Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen which makes hard to read and during priming process insulin pump has stopped delivering insulin due to a blockage. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he had to tilt the screen in the light in order to read it. Customer also stated that he had to replace infusion set and restart priming process. The device will not be returned for analysis.